Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. A software investigation was initiated, and the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to see exams that are transferred from the planning station to the navigation system. When attempting to load exams via usb/cd, an error was received stating the exam already exists on the system. There was no patient present when this issue was identified.